Event description:
It was reported that a patient experienced a break in aseptic technique, further described as touch contamination, during peritoneal dialysis (pd) therapy which caused peritonitis. It was reported that the patient was hospitalized two days after the onset of the peritonitis. It was reported that the patient was treated with unspecified antibiotics and released four days after being admitted. The patient was retrained on proper aseptic technique. Pd therapy was ongoing. At the time of this report, the patient had recovered from the event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.